Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that high short interval counts (sic), oversensing of noise and episodes of non-sustained ventricular tachycardia were observed. A suspected sensing/detection issue was noted on the device, along with a suspected right ventricular (rv) lead fracture. The rv lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.